Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/3/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that "suture did not meet customer exceptions". Was there any alleged deficiency with the device? Please provide additional details. Can you identify the product code and lot number of the product that was used? Were there any patient consequences? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Please provide the source or name and title of the external person providing answers to follow-up. H3 investigational summary: the product was returned to ethicon for evaluation. One needle and one suture outside its packaging that pertains to the product j327h were received for analysis. Upon visual inspection of the sample, no breakage suture was noted; however, it was observed the needle was broken at the swage area and a part of the needle was noted to be attached to the suture. The samples will be forwarded for further analysis due to the needle breakage. The product code j327h contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined and the functional test could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached. Additional h3 investigational summary: the product received for analysis was identified as product code j327h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported from the analysis of the returned product that needle breakage was observed. It was reported that suture did not meet customer exceptions. There were no patient consequences reported. Additional information was requested.